Event description:
It was reported that 17 days following device implant, the patient experienced sustained ventricular tachycardia and that the device system did not perform defibrillation treatment. "The cause of the phenomenon was underdetect sensing." Pacing failure was also reported. "The sustained ventricular tachycardia was cured once, but the patient expired later. The cause of death was concluded to be the electrical storm." Follow up revealed there were no device allegations by the health care professional related to the patient's death.

Event description:
It was reported that 17 days following device implant, the patient experienced sustained ventricular tachycardia and the device system did not perform defibrillation treatment. "The cause of the phemomenon was underdetect sensing." Pacing failure was also reported. "The sustained ventricular tachycardia was cured once, but the patient expired later. The cause of death was concluded to be the electrical storm." Additional information has been requested and not yet received.

Event description:
It was reported that 17 days following device implant, the patient experienced sustained ventricular tachycardia and that the device system did not perform defibrillation treatment. "The cause of the phenomenon was underdetect sensing." Pacing failure was also reported. "The sustained ventricular tachycardia was cured once, but the patient expired later. The cause of death was concluded to be the electrical storm." Follow up revealed there were no device allegations by the health care professional related to the patient's death.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed). Full lead returned and analyzed. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed). Full lead returned and analyzed. (B)(4) no anomalies found, grommet damaged.